Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, there was underfill of an unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd received no samples and 2 photos for investigation of underfilled tubes. The two photos were visually evaluated, and do not show the customer reported failure mode. Additionally, 100 retention samples from bd inventory were visually inspected with hemogard closure assembly correctly assembled and placed on tubes. A draw test was also performed on 10 retention tubes. All tubes were within specification limits with no issues identified. Device history record review of reported incident lot determined all product release requirements were met. There were no related quality issues during product manufacture. This complaint was unable to be confirmed for underfill. Bd was unable to identify a root cause for indicated failure mode.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, there was underfill of an unspecified number of tubes. No patient impact reported.